Manufacturer narrative:
H10. H3, h6: the returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Review of complaint history of the reported lot number for the past 3 years found related failures; this failure will continue to be monitored. A review of manufacturing records for the reported lot number found no non-conformances or anomalies during manufacturing process related to the reported event. Visual inspection under magnification of the wand shows extensive electrode wear with scratch/scuff marks and discoloration/contamination on the spacer and the return electrode. The middle- and lower electrode is broken/detached. There are no manufacturing abnormalities visually observed with the returned wand. During functional evaluation in the lab the returned device was connected to a known good coblator ii controller and activated in saline solution. The ablate- and coagulation- function was activated and the device produces plasma on the remaining stubs of the electrodes. The complaint was verified and the root cause cannot be determined with certainty. A factors for the damaged electrodes could defined (1) by hitting other equipment while using the wand (2) may result from vigorous use against bony surfaces (3) fluid management. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a tonsillectomy and adenoidectomy procedures, the metal electrode wire was cracked; therefore it could not ablate the tissue. A backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.